Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a proglide device using the pre-close technique via a 5f sheath hole prior to an interventional patent foramen ovale (pfo) closure procedure. Reportedly, the foot-plate would not retract and the device became entrapped in the patient anatomy. The pfo closure procedure was completed and the patient was transported to the operating room for surgery. Surgical intervention was used to remove the entrapped device and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay due to the surgical intervention. It was further reported that post-procedure, the physician manipulated the device in an attempt to close the foot-plate outside of the patient anatomy. The device body was intentionally broken to gain access to the actuator wire. Despite manipulating the actuator wire directly, the foot-plate still failed to retract. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed due to device condition. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.